Manufacturer narrative:
The device was received stuck in blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments and partial display or button and keypad unresponsive due to blank-flashing white lcd. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump screen was flashing white and black on the screen and the buttons were not working. The troubleshooting was performed and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.